Manufacturer narrative:
Section a- unk. . Date of event- unk. Product code: unk; esubmitter software does not allow for a blank/unk entry. Implant and explant date- unk. Device manufacture date- unk. Claim# (B)(4).

Event description:
Reportedly an implantable collamer lens was explanted due to excessive vault. Attempts to obtain additional information have not been successful.